Manufacturer narrative:
(B)(4) date sent: 05/01/2025 d4: batch #unk. D4: UDI: as the lot number for the device involved in the event was not provided, the full UDI is currently not available. D4: UDI: the expiration date is currently not available. Therefore, the full UDI is currently not available. H4: the device manufacture date is currently not available. Additional information was requested, and the following was obtained: according to the description "the knife did not stop and the firing continued", please provide details on how this issue was resolved? It was addressed by re-suturing with a different stapler. Was there any other issue noted with the staple line other than bleeding (malformed staples, staple line missing staples, etc.)? ¿there was a u-shaped malformed staple. How was the bleeding controlled? The bleeding was controlled with compression hemostasis followed by re-suturing. How much blood was lost (ml)? Not clear. Did the patient require a transfusion? No. - is the current patient status known? The patient is in good condition. Was there any patient consequence or change in the post-operative care of the patient as a result of the event? No. Attempts have been made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. No lot or batch number was provided; therefore, a device history could not be done. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon, or its employees that the report constitutes an admission that the product, ethicon, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Event description:
It was reported that during an open partial pneumonectomy procedure, when the device was fired to the lung parenchyma at the 1st firing, an unexpected sound was heard after the knife moved forward about 1 to 2 centimeters, and the firing continued as it is, but the knife returned. When the jaws were opened, the staples became unformed in the middle (probably from the part where the unexpected sound was heard), and the lung parenchyma was not sutured, there was bleeding. After controlling the bleeding area, the surgery was completed by re-cutting even more outside the stapler. The patient's condition was stable because the recovery was done during the surgery. The surgeon thought that it was possible that the forceps holding the lung might be caught slightly in the area below where the stapler had passed. Also, they were not caught until they reached the knife rail, so it seemed like the knife did not stop and the firing continued. In addition, when the sales rep checked the video, she thought that the forceps holding the lung have probably become slightly caught between the cartridge and the anvil. The cartridge color was black. Another like device was used to complete the case. There was no patient consequence nor surgical delay reported. Additional information requested.

Manufacturer narrative:
(B)(4). Date sent: 07/11/2025. An analysis of the product could not be performed since a physical sample was not received for evaluation. An evaluation of the manufacturing record could not be performed as the required product identification number was not provided to complete the evaluation. As part of our company quality system process, all devices are manufactured, inspected, and distributed to approved specifications. Based on the information available, there is no indication that a design or manufacturing issue has caused the reported complaint condition; therefore, it has been determined that no corrective and preventive action is required at this time. However, if the product is received at a later date, the investigation will be updated as applicable.

Manufacturer narrative:
(B)(4). Date sent: 08/19/2025. D4: batch # a9787p. Updated data: d4 (lot number, expiration date), h4. Corrected data: d4 (UDI). Investigation summary: the product was returned for evaluation. Visual inspection and functional testing were conducted on the returned device. Visual analysis of the returned sample determined that one ech60c device was returned with the anvil bent upwards and without reload present. The device was tested for functionality in the straight position with a test reload and achieved its complete firing sequence. However, the staples were partially formed. After further evaluation, the analysis showed the knife wings were broken off. A wing of the knife was returned for analysis. The damage to the knife is consistent with the device being clamped over an excess of tissue. If the firing continues the knife will remain inside the guide, and as the knife is attempting to pull the anvil towards the reload to form the staples it will result in the damage observed on the knife. It is possible that the device was clamped over an excess of tissue causing the anvil to bend. The device event log was reviewed. The log indicates that the device had a high force to fire for one of the clinical firings, indicating that the device was firing over an obstruction, or too thick of tissue. As part of ethicon endo surgery¿s quality process, all devices are manufactured, inspected, and released to approved specifications. Device history review: a manufacturing record evaluation was performed for the finished device batch number a9787p, and no non-conformances were identified.